Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 301948 lot 1812246 to investigate for this record. Visual inspection of the returned sample presented the tip broken. As a result, bd was able to verify the reported issue. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. DHR showed no indication of the alleged defect.

Event description:
It was reported that prior to use it was discovered that the tip of barrel was damaged with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from chinese to english: on august 12, 2019, received a complaint from the head nurse of hospital. The tip of barrel damaged when connected with indwelling needle , which caused the waste of the liquid.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the tip of barrel was damaged with a bd¿ 20 ml syringe with needle. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, received a complaint from the head nurse of hospital. The tip of barrel damaged when connected with indwelling needle , which caused the waste of the liquid.